Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "The surgeon was using the trocar by putting an instrument through the port and heard the trocar crack. They had to remove trocar and find all pieces in the patient."patient status - "released."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation, however, pictures of the unit were provided. Upon inspection of the pictures, engineering confirmed the tip of the cannula was fractured and noted the fracture appeared to be a clean break. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.